Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 45 colony forming units (cfus) of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: the device was not pre-soaked when manual cleaning was not performed within 1 hour after the procedure. Leakage test was not performed before manual cleaning. Channels were not brushed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 18, 2024. Sampling from: all channels. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the reported event.